Manufacturer narrative:
Additional information was received on 20-may-2025 which indicated that it is believed that the kinking issue is related to the complaint from 21-apr-2025 (called in 22-apr-2025). Additional information was received on 21-may-2025. For this case, since it was a varipulse case, they used the recommended vizigo sheath. There was an alarm on the non bwi IV pull pump that triggered and that is why they noticed the kink on the vizigo sheath. The malfunction was with the non bwi IV pull pump. Fixed kink on the vizigo sheath and continued with the case. In addition, clarified that the physician uses the baylis versacross sheath and has heard the IV pull pump alarm in other cases with the baylis versacross sheath. No additional incident with vizigo sheath. Therefore, updated the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 03-jul-2025 stating that the irrigation rate was 4ml/min. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after a pulmonary vein isolation (pvi) for paroxysmal atrial fibrillation (afib) ablation procedure was completed with a varipulsetm catheter and a thermocool smarttouch sf catheter, the patient experienced blurry vision/right visual field deficit, 2 positive computed tomography (CT) scans revealed a stroke, and a MRI was scheduled. In addition, an irrigation issue during use on the patient occurred with a vizigo sheath. After the ablation case was completed yesterday, the patient was moved to the recovery room. The patient woke up and immediately after awakening from the procedure complained of blurry vision/right visual field deficit. Two positive computed tomography (CT) scans were performed. First CT showed hypoattenuation in occipital lobe/stroke and the second CT consistent with acute infarct, no hemorrhagic conversion, MRI was not warranted since CT¿s were clear. CT angiogram did not show any clot or vessel clogs. As of today, the blurry vision resolved, but the right visual field deficit remains. During the pvi ablation procedure both catheters (varipulsetm catheter / thermocool smarttouch sf catheter) were used for a cavo-tricuspid isthmus line (cti). Ablations delivered were 17 completed and 2 incompletes with varipulsetm catheter. The activated clotting time (act) was 350secs even before going into left atrium (la). The patient was ablated in sinus rhythm, no cardioversion was used. There was a kink in the sheath irrigation so that site lost irrigation at sheath momentarily; however the physician does not think it was kinked long enough to have caused an issue and has seen that happen many times. Transesophageal echocardiogram (tee) pre-thrombus check was done and was clear. Additional information was received. The kink was on the vizigo sheath side port. The physician¿s opinion on the cause of the adverse event was the catheter. The neurological impairment event was noted a few hours later, but unsure if the event was cerebrovascular accident (cva) / stroke or transient ischemic attack (tia). Stroke was confirmed on CT and the patient required extended hospitalization for neuro observation. The patient was in sinus rhythm during ablation. No blood thrombus / clot noted during the procedure, and pre-ablation thrombus check was completed with transesophageal echocardiogram (tee). The patient did not have any anatomical abnormalities. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. Starting activated clotting time (act) was 381 seconds, and 350-400 seconds during the case. Initially catheter used was octaray map and exchanged to varipulsetm catheter, and post map with octaray. One transseptal puncture site was performed during the procedure. Ablations performed were pulsed field ablation (pfa)/ (pvi) pulmonary vein isolation and radiofrequency (rf) cavotricuspid isthmus (cti), and the ablations were performed within the pulmonary veins consisted of 19 total pfa lesions (17 complete, 2 incomplete). Ablations were performed outside the pulmonary veins were none for pfa and only rf lesions on cti. No evidence of char or blood thrombus/clot during the procedure. Correct catheter settings were selected on the generator and no issues with flow rate change at the start of ablation. A ngen and trupulse was used for the procedure. The alert came from irrigation pump, and the nurse made fellow/attending aware of issue on side port. The issue was noted during the procedure while in use in the patient and the physician did not feel resistance between the catheter and the sheath. The issue was solved by the nurse on duty and fellow/attending worked to clear the error on the side port. Needle used was brk needle. The vizigo sheath was used for octaray mapping, then for varipulsetm catheter. The adverse event was assessed as MDR reportable under both the varipulsetm catheter and the thermocool smarttouch sf catheter. The irrigation issue during use on the patient was assessed as MDR reportable under the vizigo sheath.